Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the chief perfusionist (cp) called the clinical support specialist (css) to report an issue with the central lumen art line tubing hub. The cp stated that this problem has occurred multiple times recently. Per the cp "several hours after the intra-aortic balloon (iab) insertion, the 6 inch extension tubing hub cracks. The problem often goes unnoticed until there is dampening noted on the arterial pressure waveform. This has occurred several times and always tends to be several hours after insertion; it doesn't appear noticeable immediately post insertion." The cp said "hair line fractures are noted after the problem is identified." The cp wanted to make us aware of the recent issues they were having. There was no reported pt death or injury. Medical/surgical intervention is not required. The extension is replaced without incident. The pt outcome is fine.